Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported; however, it was reported that the patient presented with a ruptured aaa measuring approximately 6 cm in diameter. The patient has admitted urgently, intubated with pressures in the 50-60¿s and very unstable. The patient¿s abdomen was very large and full of blood. The patient had an anterior rupture. The physician delivered the stent grafts without any issues. A final angio showed no type I endoleak but a late type ii. The physician decided to open the patient¿s abdomen to relive compartment syndrome. The ima and multiple lumbar arteries were ligated; however, the patient still had active bleeding. The patient¿s pressure continued to drop after many units of blood and subsequently the patient coded. The physician was able to resuscitate the patient; however, the patient coded a second time and could not be resuscitated. The patient expired due to blood loss.

Manufacturer narrative:
(B)(4). Pre-op rupture.